Event description:
It was reported that there was a time discrepancy in the insulin pump settings. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in correcting the pump time and advised them to monitor the situation, providing instructions to follow up if the issue recurred. The caller acknowledged and understood the guidance given.